Event description:
Additional information received that the patient felt stimulation in the wrong location and a shocking or jolting sensation. The patient was implanted for migraine headaches and reported she felt stimulation in her lower back and a dull headache. Patient saw manufacturer representative previously for reprogramming which had corrected the problem for 3 -4 days. Since the reprogramming the stimulation in her lower back and dull headache had returned. The stimulation was not controlling her migraine headache. No fall or trauma was related to this event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had received assistance from the manufacturer's representative on (B)(6), 2012 and their concerns were resolved.

Event description:
Additional information received reported that the cause of the event was a fluid leak around the extension wires in the left flank area. The patient had pain associated with extension wires located over the patient's left flank and the implantable neurostimulator (ins) site. An x-ray was done on (B)(6) 2012 and results reported as "unremarkable." The patient had a revision on (B)(6) 2012 where the extension was replaced. Hospitalization was noted as required. Patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), explanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), explanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient was having shocking sensation/stimulation in her mid back (near bra strap). The patient also noted having a dull headache. Symptoms had been ongoing for the last 3-4 weeks while in florida for the winter. It was also noted the the shocking started spontaneously 2 weeks prior. There was no difference in symptoms if stim was reduced or off. System was implanted for migraines in 2007. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. Product ID 37742, serial # (B)(4), implanted: 2007-09-18 explanted: product type programmer, patient product ID 3708140 serial # (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension.